Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
EU complainant reported that while implanting an impella 5.5 and explanting an impella cp, the guidewire entered the inlet cage of the impella cp which was pulled back into the aortic arch. The wire was pulled back, and the wire got stuck in the inlet and kinked. The patient remains on impella support.

Event description:
Additional information was received that the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Additional information was received and the following were updated on follow up 1 manufacturer device report 1220648-2024-24740. B.1 updated to add adverse event along with product problem. B.2 death was selected and date of death was added. B.5 updated with patient outcome. D.6b explant date was added. D.9 device returned date/information was added. H.1 type of reportable event was updated to death. H.3 device evaluation anticipated, but not yet begun was selected. H.6 health effect - impact code for death was added. D.4 revised expiration date and unique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report 1220648-2024-24740. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24740 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The investigation of product damage (guidewire damage - great vessel) has been completed. The returned guidewire was inspected and kink was confirmed upon inspection. The clinical details mentioned the issue occurred when the pump was pulled. The root cause of the product damage (guidewire damage - great vessel) was determined to be use-related.